Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 20 mg/dl while wearing the pod for longer than 48 hours. The patient reports they had fallen out of bed due to difficulty moving. Upon arrival of the paramedics the patients controller was paused for insulin delivery. The patient was treated with glucagon. The patient did not go to the hospital.